Event description:
The following description of the event was documented by a carefusion technical support specialist in response to an email from the foreign distributor. "No patient involvement gde failure, (B)(4) - o2 out of spec, could not be balanced".

Manufacturer narrative:
Neither the foreign user facility nor the foreign distributor submitted a user facility/ importer report to the manufacturer. (B)(4). The foreign distributor determined that the most likely cause of the reported event was a fault gas delivery engine (gde). The foreign distributor was shipped a replacement gas delivery engine (gde) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty gas delivery engine (gde) for evaluation as of the (B)(4) 2014 the alleged faulty gas delivery engine (gde) is received and the evaluation is complete, carefusion will submit a f/u medwatch report.